Event description:
The customer reported to physio-control that their device did not provide defibrillation energy during a cardiac arrest. The device prompted to attach pads indicating device was unable to detect a patient connection and therefore unable to analyze the patient's ECG. A backup device was available and was used to continue patient care. The patient associated with the reported event did not survive.

Manufacturer narrative:
The customer was provided with a replacement device. A clinical review concluded that due to no availability of ECG tracings to determine if the patient was in a shockable rhythm at the time of the connect electrode message, it is unknown whether the device contributed to the patient outcome. Physio-control evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to a void in the component bias ball, preventing contact between the device side and electrode tray electrical contacts.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer reported to physio-control that their device did not provide defibrillation energy during a cardiac arrest. The device prompted to attach pads indicating device was unable to detect a patient connection and therefore unable to analyze the patient's ECG. A backup device was available and was used to continue patient care. The patient associated with the reported event did not survive.